Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user stated that the convatec inset (23", 6mm) teflon infusion set was bent or partially removed, preventing insulin delivery overnight. This resulted in high bg levels, leading to an ER visit and hospital admission. The user was admitted on (B)(6) 2024, stayed overnight, and was discharged on (B)(6) 2024. During the hospitalization, the user experienced vomiting and received treatment including insulin, fluids, and monitoring. The user resumed using the ilet system after discharge.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the description of the event, it is likely that the hyperglycemia was caused by an infusion set failure, resulting in insufficient insulin delivery.